Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced urgency and urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary tract infection, retention, hematuria, adhesion and cystocele. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01642. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. Concomitantly the patient underwent a anterior/posterior repair. It was reported that after implantation patient experienced erosion, infection, recurrence, dyspareunia, vaginal odor and scarring, inflammation, urinary and bowel problems. It was reported that patient had mesh explanted on (B)(6) 2011 due to extrusion and pain. (B)(4) - undefined recurrence; urinary and bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.